Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility and to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6, h10. During inspection and testing of the returned device, the foreign material could not be identified. Additional information obtained identifies that there was no delay in prewashing and manual washing. There were no abnormalities in the accessories used for reprocessing. The user preforms aspiration with proteolytic and insufflation of the endoscope channels until clear material is obtained. The detergent used during manual cleaning is aniosime xl3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: the instruction manual evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to foreign material/residual liquid coming from the suction cylinder and channel tube, the evaluation findings are as follows: the grip had a scratch, the air/water cylinder had discoloration, the suction cylinder had discoloration, due to wear of the angle wire, bending angle in the "down" direction did not meet standard value, the image guide protector had a cut, the plastic distal end cover had a scratch, the bending section cover had a crack, the connecting tube had a crack, the universal cord had a wrinkle, and the universal cord had a scratch the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera ii colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, a dark foreign material and dark fibers were found at the tip of the brush after the channel cleaning brush passage test. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.